Event description:
Treatment of a left unruptured cav (cavernous) ophthalmic saccular aneurysm measuring 6mm x 3mm. During pipeline deployment, it was reported that the proximal end of the device did not fully open despite multiple attempts. An attempt to remove the device was made but unsuccessful; therefore, it was left inside the patient with the proximal end not fully open. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).